Event description:
We received an allegation about discrepant hba1c results from 2 patients' samples tested on a cobas c513 analyzer commercial system. Sample 1 (patient 1): initial result: 7.0 %. Repeat result: 5.5 %. Sample 2 (patient 2): initial result: 7.0 %. Repeat result: 5.3 %. The customer noticed that the initial results were high and repeated the samples. The repeat results were deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number was 794058. The expiration date was not provided. The field service engineer found that the sample probe needed replacement. He replaced and adjusted the sample probe, decontaminated the cuvette washing station, and adjusted the cuvette washing levels. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The cause of the event could not be determined.